Event description:
The customer called and reported receiving a no delivery alarm on the insulin pump. His blood glucose was 232 mg/dl. Customer declined troubleshooting, stating that everything was going well.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.